Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 579 mg/dl. Customer had symptoms such as dehydration. Customer was hospitalized for high readings. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the drive support appeared to be normal. Customer reported low battery in the alarm history. The insulin pump was not returned for analysis.